Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump chemotherapy running and went over time by one hour during therapy. Volume to be infused (vtbi) was 500ml and flow rate was 333ml/hr but the actual volume infused was not provided. The events occurred in the pediatric hematology and oncology department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was not under infused. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Flow rate accuracy testing was performed, and the device was found within range. The reported condition was verified. The cause of the condition was determined to be an out of adjustment pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.